Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and the cause was not known. An insulin injection was administered to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support recommended that the customer discuss the high bg event with a healthcare provider. The customer had no further questions.